Event description:
It was reported that after using the foley catheter balloon, when a syringe was inserted to remove the sterilized water, a hole was found in the funnel.

Manufacturer narrative:
The reported event was inconclusive because no sample was returned for evaluation. It is unknown whether the device had met relevant specifications. The product was used for urological care. It was unknown whether the product had caused the reported failure. A potential root cause for this failure mode could be failed to detect leakage related defect due to automated leak tester malfunction that can caused premature deflation on leakers. A review of the device labeling have been conducted for investigation purposes and was found adequate. The DHR review could not be performed without a lot number. Therefore no additional action required at this time. This report references a us equivalent device. The us UDI equivalent for this product number is used. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. This report references a us equivalent device. The us UDI equivalent for this product number is used. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that after using the foley catheter balloon, when a syringe was inserted to remove the sterilized water, a hole was found in the funnel.